Event description:
An incident occurred while performing a left heart catheterization. The wire was advanced through an entry needle through very tortuous anatomy. The wire was pulled back through an entry needle to reposition it when the coating sheared and pieces detached in the pt. All pieces were successfully retrieved. The pt experienced no sequelae as a result of this event. No pt info was available due to pt confidentiality.